Event description:
A coronary stent with delivery system was successfully utilized to place a stent in the pt's proximal left anterior descending artery approximately six weeks prior to the date recorded in section b4. One week post stent placement, the pt presented with a general malaise, abdominal pain, an elevated temperature and a septic knee. A culture of the pt's knee was found to be positive for staphylococcus. The access site located in the pt's groin did not appear to exhibit any symptoms of infection. Subsequently, the pt was discharged home on intravenous antibiotics. On 12/5, the pt presented to the emergency department with diarrhea and an elevated temperature. Subsequent stool and blood cultures were negative. The knee sepsis had resolved. The diarrhea is reported to have been possibly induced by the antibiotic. In response, the antibiotics were changed and the diarrhea subsequently resolved. The pt was discharged home with continued IV antibiotics and continues to have a fever. The source of the fever is not readily known at this time.

Manufacturer narrative:
The info capturned in section b5 includes info obtained from the user facility on 12/10/1997. H6, additional info received from the user facility on 1/20/1998 states that the physician has determine that the pt's knee had been the primary infection site and that all symptoms reported were subsequent to the knee sepsis which progressed to septicemia. The user facility further stated that, "the stent had nothing to do with the symptoms reported." The pt is reported to be doing well with the implanted stent and all medical probelms have been resolved.